Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd q-syte luer access split septum syringe was pushed back disconnected. The following information was provided by the initial reporter, translated from korean to english when the user insert the syringe to hub of q-syte for injection, the tip of syringe(slip) was pushed back (disconnect)

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 04-oct-2022. H6: investigation summary: bd received five opened q-syte units from lot 1348357 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the septums. Next, the devices were connected to the female luer port of a nexiva device for further testing. The devices were submerged under water and flushed with a water filled luer syringe to detect any leaks or connection issues. No leaks or disconnections were found during testing and each unit was found to be functioning as intended. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that 5 of the bd q-syte luer access split septum syringe was pushed back disconnected. The following information was provided by the initial reporter, translated from korean to english when the user insert the syringe to hub of q-syte for injection, the tip of syringe(slip) was pushed back (disconnect).